Event description:
AED was used in a rescue and the voice prompts would not advance past the 'place pads' prompts. Two sets of pads were used but neither set would advance past the 'place pads' prompt. CPR was continued until ems arrived. Ems transported patient to local ER where the patient later died.

Manufacturer narrative:
Unit has not been evaluated yet. A follow-up report will be submitted once investigation is complete.